Event description:
Customer alleged the lift was slowly lowering the resident. Qt# (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model ghs350, serial number/date code and age of product are unknown . The owner's manual part number 1134872 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is a male whose age, height and weight are unknown. The consumer resides in a facility. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleged malfunction. The pump on the ghs350 lift is not holding the weight of the patient. The aide at the facility was being observed by physical therapy to ensure proper operation of the lift when both staff members noticed that there was a slow descend of the patient. The patient was guided to a wheelchair to prevent injury. Invacare provided a quote ((B)(4)) to replace the pump. No alleged injury occurred.